Manufacturer narrative:
Corrections: b5, b7, d10, h10 a supplemental report is being submitted for corrections. B5 corrected to include that the patient received cleaning and disinfection treatment. B7 relevant history corrected from dilated cardiomyopathy (myocarditis) to dilated cardiomyopathy (myocarditis), left ventricular assist device (nipro), right ventricular assist device (nipro). D10 corrected to remove nipro vad implanted (B)(6) 2019. H10 corrected to remove continuation of d10: nipro vad implanted (B)(6) 2020. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was also reported that the patient received cleaning and disinfection treatment.

Manufacturer narrative:
A supplemental report is being submitted for investigation completion. Product event summary: the ventricular assist device (vad) was not returned for evaluation. This complaint is associated with a clinical adverse event. Information received from the site indicated that the patient experienced bleeding and erosion from the driveline exit site following physical trauma associated with dropping a laptop computer near the area, indicating that the driveline was likely pulled/snagged. The patient received cleaning and disinfection treatment. Based on the available information, there is no evidence to indicate that a device malfunction or performance issue caused or contributed to the reported event. Per the instructions for use, bleeding and tissue erosion are known potential complications associated with the implantation of a vad. Based on review of past adverse events for this patient, it was noted that the patient had previously experienced a driveline exit site wound and irritation. Possible factors that may have led to this event include, but are not limited to, the reported physical trauma associated with dropping a laptop computer near the driveline exit site and the patient¿s pre-existing history and related comorbidities. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: nipro vad, implanted: (B)(6) 2020. Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was admitted due to experiencing bleeding and erosion from the ventricular assist device (vad) driveline insertion site following physical trauma associated with dropping a laptop computer near there. The vad remains in use. No further patient complications have been reported as a result of this event.